Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient experienced diaphragmatic stimulation and left ventricular (lv) stimulation from their left ventricular (lv) lead. The lead thresholds had also increased. The lv lead was reprogrammed successfully resulting in decreased stimulation and thresholds. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the patient was a participant in the (B)(6) trial.